Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference# 3002808486-2021-01427. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference # referenced in g8 of this initial medwatch report. Occupation: non-healthcare professional. The following allegations have been investigated: occlusion, tilt, pain, mental anguish, emotional distress, physical impairment, fear, limited physical activity. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain, mental anguish, emotional distress, physical impairment, fear, limited physical is directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 10 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot . The associated work order was reviewed. No related/relevant notes were documented . The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2011 prophylactically. Patient is alleging tilt and occlusion. Patient further alleges "the cook gunter tulip filter remains in [patient's] body. [Patient] has experienced physical pain, mental anguish, emotional distress and physical impairment in the past and these issues continue as [patient] fears that the filter may fracture, migrate and perforate other organs and cause serious injury or death. [Patient] further states that the ivc filter is clogged." Patient can no longer engage in "daily exercise, I¿m out of breath when walking." Per bilateral venogram report, "common femoral vein is 100% occluded and has a very small channel leading to the ivc." "Conclusion: bilateral cto of common femoral vein. Total occlusion of ivc filter".